Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a scs system on (B)(6) 2011. It was reported that the pt can turn the stimulation up to maximum output and she does not feel anything. The pt was reprogrammed and yet the pt still did not feel anything. All impedance values were low. An x-ray analysis indicated no disconnection. No further info is available at this time.